Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that insulin pump had frozen display. Customer reported that frozen display was recurred after installing a new battery and monitoring insulin pump for 2 hours. No harm requiring medical intervention was reported. The device will be returned for analysis.

Manufacturer narrative:
During power up, no frozen screen noted. However, device returned a pump error 130 which kept popping up on the lcd display and was not able to be cleared due to unlock motor connector. Unable to perform the displacement, rewind, prime/seating, basic occlusion, force sensor, occlusion tests due to the pump error 130. The motor was tested outside the unit, and it passed.